Event description:
Customer reported nurse tested glucose and device =130 mg/dl at about 7 pm. Between 8 & 9 pm, customer passed out. Ambulance transported them to the hosp and given an IV, orange juice, and bread with peanut butter. No controls. A request was made for return product and replacement product was sent.